Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
A customer contacted physio-control to report that their device had unexpectedly powered off multiple times during patient use. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. Upon review, it was verified that the device powered off multiple times during patient use. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device had unexpectedly powered off multiple times during patient use. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.